Event description:
I got breast implants in 2007 and have noticed my health going down since then. Stomach issues, body aches and pain, migraines, fibromyalgia, extreme fatigue, unexplained side rib pain, anxiety, depression and a few other unexplained health issues. I have been trying to figure out what is wrong with me for years. I went gluten free, dairy free, exercised more only to have more fatigue. I have lost my ability to be the mom I want to most days. I am a go, go, go person and that completely stopped. I am in tears so many days because I don't know what's going on with me. I heard of breast implant lines but have wanted to ignore it but cannot do that any longer. If this is what it is then I need to know. I also need to know if my implants have been recalled. Thank you.